Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Three attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4). The complaint could not be confirmed because no device was returned for analysis. The manufacturing records were reviewed and no anomalies were found.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. Per the customer, there was a faulty clip that slipped off the vessel. It is unclear if this occurred during the procedure or post-op. No impact to the patient reported. No other patient information known. The device was discarded.